Event description:
On 3 occasions in 3 pts, there have been gross differences between device data and laboratory blood glucose levels by difference of average of 100 points. Results in insulin treatments change in insulin treatment using numerous (same) device throughout hosp.